Event description:
The following info was reported to kci by the doctor's nurse: on (B)(6) 2012, vac therapy was initiated. On (B)(4) 2012, the nurse reported that the pt was in the doctor's office to have a dressing change. When the nurse removed the dressing, the wound started to bleed a moderate amount. The doctor observed the wound and identified a small pulsating vessel on the surface of the wound bed. The surgeon injected the wound bed with lidocaine, and sutured the vessel. The bleeding stopped. The nurse stated that the bleeding was not related to vac therapy. Based on the reported facts, vac therapy did not cause or contribute to the bleeding; kci is filing this report due to possible use error.

Manufacturer narrative:
On (B)(4) 2012, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(4) 2012, the device was placed with the pt. On (B)(4) 2012, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using vac therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomoses or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If vac therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during vac therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop vac therapy, leave dressing in place, take measures to stop the bleeding, and seek immediate medical assistance. The vac therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of vac therapy. Device labeling, available in print and online states: always ensure that vac foam dressings do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material, or bioengineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure that they are secured in a manner as to maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels, which may not be readily apparent. The pt should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.